Manufacturer narrative:
(B)(6).

Event description:
Reportedly, the lcd display on the ventilator and the external touch screen monitor lost the picture while the ventilator continued working normally on a pt. As a precautionary measure, the pt was removed from the ventilator and manually ventilated. Please note that there was no pt injury in this case. Later, the distributor checked the ventilator; however, no problem was found. The ventilator functioned normally.